Event description:
During an egd procedure, dr. (B)(6) wanted to take biopsies. Biopsy forcep was introduced into the gif 190 scope, forcep remained open and wasn't able to close. Tried several times to open and close the forcep with the handle and tried to force it close by pulling it back into the scope. This did not work. Forcep remained opened. Due to product failure, doctor had to remove the scope from the patient with the biopsy forcep opened all the way out.